Manufacturer narrative:
The customer was sent a replacement freestyle breast pump. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated that she was diagnosed with mastitis by her ob/gyne. She finished taking her antibiotic, clindamycin, 2 days ago, and mastitis resolved. The product was received and evaluated on 11/09/2016. The evaluation states that the device passed all functional tests, but due to customer damage, the display was damaged. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to customer service that her freestyle breast pump would not turn on. She also reported that she has mastitis and is on clindamycin.